Manufacturer narrative:
Follow-up #1: date of submission 07/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: it was observed that there was moisture in the battery compartment. There are cracks in the batter compartment from threads to left of grip pad, and below grip pad to case seal. A leak test failed due to battery compartment leak. Unrelated to the original complaint it was also observed that the battery cap has damaged threads and is difficult to remove.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was found to be cracked. It was also noted that there was moisture within the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.